Event description:
It was reported that the patient had extremely hard bone during an intracept procedure. One level was completed successfully, but during the second level, the j-stylet was shot anterior. Upon removal of the j-stylet, it was noticed that a small amount of peek from the curved cannula may have been left behind inside the patient. It is unknown if the device fragment was contained inside or outside the bone.